Event description:
Same patient, two separate syringes. Patient pca needed a new mso4 syringe. Went to pull syringe out of bu med room drawer where medication is held. Syringe was defective upon removal from medication drawer. Top of syringe broke off and needle came out.======================manufacturer response for injectable syringe, morphine sulfate injection, usp (per site reporter)======================was asked to submit syringes back to pharmacy. Syringes in possession of pharmacy and they are making contact with the manufacturer.